Event description:
A 3.0mm diameter x 8mm length ave gfx stent was inserted into the ostium of the diagonal coronary artery and deployed successfully. Another manufacturer's stent was then inserted for placement distal to the ave stent, however, it was not possible to pass through the ave stent. Subsequently, another 3.0mm diameter x 8mm length ave gfx stent was inserted but unable to pass the previously deployed ave stent. Therefore, the stent and delivery system were pulled back from the coronary artery and into the guide catheter. Upon retrieval into the guide catheter, the stent dislodged from the stent delivery system in the left main coronary artery. The stent was retrieved from the coronary artery with a percutaneous transluminal coronary angioplasty balloon, but dislodged from the percutaneous transluminal coronary angioplasty balloon at the femoral sheath and migrated to the internal iliac artery. The physician did not follow the instructions for removal of an undeployed stent since it was attempted to pull the stent back into the guide catheter while engaged in the coronary artery. In addition, the instructions for preparation of the stent delivery system were not followed when the stent was "hand crimped" on the balloon after applying negative pressure more than once to the balloon. The stent remains within the pt's peripheral vasculature and there was no additional clinical sequelae reported relative to the event.